Manufacturer narrative:
As reported, the capsure straight device did not fixate the mesh after the fourth fastener. The subject device is being returned for evaluation. However, at this time has not been received. Based on the event as reported, no conclusions can be made at this time. To date, this is the only reported complaint for this manufacturing lot. When sample evaluation is completed a supplemental emdr will be submitted. The instructions-for-use supplied with the device adequately describe the proper technique for fastener delivery. The precautions section states "care should be taken not to use excessive counterpressure as this may damage the tissue, the material being fixated, and/or the device.¿

Event description:
As reported during a laparoscopic umbilical hernia repair procedure on (B)(6) 2022, a capsure fixation device was used to fixate the mesh. As reported the first four fasteners successfully fixated the mesh, however the next four fasteners deployed from the device askew/twisted and did not fixate the mesh. These loose fasteners were removed from the patient's body. A second device was used to complete the procedure. There was no injury/harm to the patient.